Event description:
The lay user contacted lfs in 2009 alleging inaccurate high readings on the patient's one touch ultra meter. A medical surveillance specialist (mss) spoke to the patient's friend eight days later and obtained the following information: the reporter mentioned that the patient had not been feeling well for about a month and had been having "flu like symptoms" and was admitted to the hospital a week earlier due to the "flu like symptoms". She claims his symptoms are better; however, he is not 100% better yet. Approximately 3 weeks ago, the patient tested his blood glucose and obtained a result of 450 mg/dl. The patient then took insulin based (sliding scale) on the meter result. Shortly later the patient felt as if he was going to pass out and still having the flu like symptoms. He contacted the paramedics. Paramedics arrived and tested his blood glucose using their ultra meter and obtained a 62 mg/dl. Patient was taken to the ER and was treated with IV glucose and then released once his blood glucose level was elevated. While troubleshooting with the customer care advocate (cca), it was noted that the technique of applying blood on the test strip was incorrect. Applying the blood incorrectly on the test strips may lead to false blood glucose readings. The reporter mentioned that since one month ago his readings were "low" based on the meter result and the patient had withheld his insulin and oral medication due to the low readings. Only 3 weeks ago, was the first time he had obtained the elevated reading of 450 mg/dl. She does not recall what his readings were prior to the event, or what his reading was when he was discharged from the hospital. Products were replaced. The complaint is being reported since the patient alleged that due to the elevated reading, he took insulin and later developed symptoms of hypoglycemia and had to receive medical treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.